Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -11.0 diopter, in the patient's right eye (od) on 05/04/2016. On (B)(6) 2016, the lens was exchanged for shorter lens due to excessive vaulting. As of the day of MDR submission, the lens has not been returned.